Event description:
Report received of an overdelivery. An unspecified infusion was set up by one nurse; subsequently a second nurse assumed care for the pt and rechecked the settings. At an unspecified time later, the second nurse became aware that the medication was "all gone, earlier than expected". The pump settings were again rechecked and found to be correct. The reporter declined to provide details such as pump settings and drug name. There were no reported adverse pt effects. Though requested, the customer declined to provide add'l info.